Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic hernia repair procedure. The issue happened during the balloon dissection. The surgeon inflated the balloon and it inflated per usual. The balloon physically broke during the inflation. There was no rapid loss of abdominal pressure due to the device issue. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, the surgeon removed the faulty device from the sterile field and a new device was opened. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.